Event description:
The patient underwent removal and replacement of the medtronic synchromed 20cc intrathecal infusion pump due to a motor stall. This occurred earlier than expected for battery "end of life." The surgery was uneventful, with no complications.